Event description:
It was reported that when the device was used during an unk procedure, the device left open staples at the surgery site. There was no pt consequence. Another like device was used to complete the procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.